Event description:
Clinical narrative: an impella rp flex device was inserted via the right femoral venous approach in a 78-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. During ongoing impella rp flex support, the patient was noted to have pink discoloration of urine along with an increase in serum creatinine, raising concern for hemolysis and renal function changes. The patient was also reported to have poor oxygenation, for which ventilator adjustments were made. Diuretic therapy was in place for volume management. Clinical guidance was provided to assess device position and to obtain additional laboratory evaluation, including haptoglobin and plasma-free hemoglobin levels, to further evaluate for hemolysis. The bedside nurse indicated this would be addressed with the managing provider. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. The patient subsequently expired. Based on the available information, the patient¿s clinical course was marked by severe cardiogenic shock at presentation (scai stage e), worsening renal function as evidenced by rising creatinine, and progressive respiratory compromise requiring ventilatory adjustments, all of which are indicative of multisystem organ dysfunction in the setting of acute myocardial infarction and advanced hemodynamic instability. The death is being conservatively reported, although it is more likely attributable to the patient's underlying acute myocardial infarction, refractory cardiogenic shock, and associated multiorgan dysfunction additional information received indicated that hemolysis was not confirmed, as subsequent laboratory evaluation did not support hemolysis, and the previously reported hematuria resolved following initiation of bumetanide (bumex) therapy and dialysis, during which approximately 2 liters of fluid were removed overnight. Rp flex support at performance level p-6 following these interventions. No further evidence of hemolysis was reported after resolution of the urine discoloration.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 clinical narrative updated. E130501 removed from h6. The investigation is still ongoing.

Event description:
Additional information received indicates that the patient had existing kidney disease secondary to uncontrolled diabetes prior to impella support.